Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 25 year-old female patient who had essure inserted (lot no. 20224431). Additional non-serious events are detailed below. The patient had a medical history of menarche in 2002 and vaginal delivery and multi gravida. Previously administered products included: noregyna for contraception. The patient had a family history of hypertension. As concurrent condition the report mentioned smoker (2 cigarettes a day) since 2005. The only concomitant product mentioned was noregyna (estradiol valerate;norethisterone enantate) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2017 she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced gastritis ("duodenum gastritis"). On (B)(6) 2019 she experienced headache ("cephalea") with eye pain and lip blister, myalgia ("myalgia") and arthralgia ("joint pain in elbow, wrists, knees"). On (B)(6) 2019 she experienced cervicitis ("chronic nonspecific cervicitis") and device dislocation ("essure poorly positioned on the left"). On (B)(6) 2019 she experienced upper respiratory tract infection ("acute upper respiratory tract infection"). On (B)(6) 2020 she experienced herpes simplex (" herpes simplex") with eye pain and lip blister. On (B)(6) 2021 she experienced urinary incontinence ("urinary incontinence on medium exertion") and was found to have intramural leiomyoma of uterus ("intramural myoma"). Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding"), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), mood swings ("constant mood swings"), depression ("depression"), vaginal odour ("strong odor from vaginal fluid"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling"), uterine pain ("feeling of perforation in the uterus / twinge"), uterine inflammation ("uterine inflammation"), alopecia ("hair loss") and adenomyosis ("suspected adenomyosis") and was found to have uterine leiomyoma (" leiomyoma of the uterine body"). The patient was treated with amoxicillina (amoxicillin trihydrate), hidroxido de aluminio (aluminium hydroxide), metronidazol [metronidazole], omeprazol [omeprazole], cloridrato de bupropiona (bupropion hydrochloride), ibuprofeno, loratadina (loratadine), aciclovir and dipirona [metamizole sodium] as well as surgery (essure removal via total histerctomy and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the pelvic pain and vaginal odour had not resolved. The outcomes for procedural pain, heavy menstrual bleeding, dyspareunia, abdominal pain lower, headache, myalgia, pain in extremity, back pain, fatigue, loss of libido, coital bleeding, mood swings, depression, vaginal discharge, peripheral swelling, paraesthesia, uterine pain, uterine inflammation, arthralgia, alopecia, cervicitis, adenomyosis, device dislocation, intramural leiomyoma of uterus, urinary incontinence, gastritis, upper respiratory tract infection, herpes simplex and uterine leiomyoma were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, coital bleeding, depression, device dislocation, dyspareunia, fatigue, gastritis, headache, heavy menstrual bleeding, herpes simplex, loss of libido, mood swings, myalgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, upper respiratory tract infection, urinary incontinence, uterine inflammation, intramural leiomyoma of uterus, uterine leiomyoma, uterine pain, vaginal discharge and vaginal odour to be related to essure administration. The reporter commented: essure placement without intercurrence, right and left ostium well visualized, device inserted in both ostium. On (B)(6) 2021 was prescribed azitromicina 500 mg, 2 tablets, once, ciprofloxacino 500 mg, 1 tablete twice a day, during 10 days, fluoxetina 20 mg, 1 tablet on the morning, daily. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 /mcl)] on (B)(6) 2021: 19 /mcl [basophil percentage ( 0- 1 %)] on (B)(6) 2021: 0.3 % [colposcopy] on (B)(6) 2019: satisfactory vaginal colposcopy suggestive of low-grade lesion, unaltered vulva and vagina. [Culture stool] on (B)(6) 2021: negative. [Culture urine] on (B)(6) 2021: negative; on (B)(6) 2021: negative. [Electrocardiogram] on (B)(6) 2021: unremarkable. [Eosinophil count ( 0- 300 /mcl)] on (B)(6) 2021: 424 /mcl. [Haematocrit ( 33.3- 43.5 %)] on (B)(6) 2021: 38.8 % [haemoglobin ( 11.2- 14.4 g/dl)] on (B)(6) 2021: 13.3 g/dl [human chorionic gonadotropin] on (B)(6) 2013: negative; on (B)(6) 2021: negative; on (B)(6) 2021: negative [lymphocyte count ( 1000- 3900 /mcl)] on (B)(6) 2021: 1460 /mcl [lymphocyte percentage ( 25- 35 %)] on (B)(6) 2021: 22.7 % [mean cell haemoglobin ( 26- 32 pg)] on (B)(6) 2021: 32.7 pg [mean cell haemoglobin concentration ( 31- 36 g/dl)] on (B)(6) 2021: 34.2 g/dl [mean cell volume ( 80- 100 fl)] on (B)(6) 2021: 95.7 fl [mean platelet volume ( 7.5- 9.0 fl)] on (B)(6) 2021: 10.3 fl [monocyte count ( 100- 1300 /mcl)] on (B)(6) 2021: 418 /mcl [monocyte percentage ( 3- 12 %)] on (B)(6) 2021: 6.5 % [neutrophil count ( 1600- 7700 /mcl)] on (B)(6) 2021: 4109 /mcl [neutrophil percentage ( 40- 70 %)] on (B)(6) 2021: 63.9 % [pathology test] on (B)(6) 2019: macroscopy: white and elastic fragment, measuring 0.3x0.1 cm. Microscopy: uterine cervix showing ectocervix constituted by stratified squamous epithelium with adequate cellular disposition and maturation. There is also a lymphoplasmacytic infiltrate with intermingled polymorphonuclear cells that sometimes penetrate the overlying epithelium. Conclusion: chronic nonspecific cervicitis; on (B)(6) 2021: material: uterus and tubes; macroscope: uterus previously opened and distorted by fixation, weighing 110g, measuring 7.0x6.0x4.0 cm, lined with thickened and congested serosa. Internally, there is an endometrium measuring 0.4cm, brown in color and a virtual cavity, the myometrium is 2.0 cm thick, shows reddish trabecular areas and an intramural nodule measuring 0.6x0.5 cm. The uterine cervix measures 4.0x3.0x3.0 cm with a smooth ectovervice and an external orifice in a longetinudinal cleft. Tuterine necks are observed bilaterally coated by thickened serosa, measuring 2.5x06 and 1.0x0.5 cm, in the lumen of the tube unidentified metallic thread. Diagnosis: total hysterectomy with bilateral salpingrectomy presenting leiomyoma of the uterine body, myometrium with a focus of adenomyosis, proliferative pattern endometrium, disordered without atypia, nonspecific chronic cervicitis, fallopian tubes with edema and vasocongestion; (date unknown): ) shows that, in fact, the inflammatory process triggered by the essure device in her body was chronic, getting worse over time and giving rise to different immunological responses. [Platelet count ( 140000- 450000 /mcl)] on (B)(6) 2021: 320000 /mcl [plateletcrit ( 0.160- 0.290 %)] on (B)(6) 2021: 0.33 % [red blood cell count ( 3.95- 5.05 10 thousand per microlitre)] on (B)(6) 2021: 4.05 10 thousand per microlitre [red cell distribution width ( 11.5- 14.5 %)] on (B)(6) 2021: 122 % [ultrasound scan vagina] on (B)(6) 2021: ultrasound scan vagina due to pelvic pain - cervix with usual morphology and endocervical canal without echographic changes. Uterine in ateversion, centered in the pelvis, with regular contours, symmetrical walls, regular endometriomyometrial junction, normal dimensions for parity and homogeneous myometrial texture. It is observed in both uterine horns, a strongly echogenic linear image (essure user), on the right topic and the left projecting to the bottom of the endometrial cavity. Uterus measuring 87mmx50mmx55mm, volume 126 cm3. Endometrium of secretory aspect, the endometrial thickness of 14.3 mm. Right ovary with parauterine location, with normal shape, dimensions, contours and echotexture measuring 35mmx17mmx19mm, volume 5.9 cm3. Left ovary in retrouterine location with normal shape, dimensions, contours and echotexture, measuring 35mmx19mmx20 mm, volume 6.9cm3. Absence of mass or adnexal collections. Free posterior cul-de-sac. Diagnostic impression: essure poorly positioned on the left; on (B)(6) 2021: anteversion uterus, centered, with regular contours and precise limits, measuring 8.80x5.20x6.60 cm, volume of 157.05 cm3 (reference 25 to 140 m3), myometrium of heterogeneous acoustic texture and symmetrical walls, regular junctional zone, normal mobility. Presents intramural myoma of 0.9cm in the upper third of the right anterolateral wall, presence of normal positioned essure. Endometrial echo present, well defined, regular, hyogeneous echogenic, endometrial echo thickness 11.0mm. Right-to-uterine ovary with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.40x1.60 cm, volume 3.26 cm3 (reference 3 to 12 cm3). Left ovary for uterine with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.50x1.70 cm, volume 3.71 cm3 (reference 3 to 12 cm3). Free posterior cul-de-sac. Hypothesis diagnoses: intramural myoma [urine analysis] on (B)(6) 2021: density 1.01; ph 6.0; glucose, ketone bodies, hemoglobin, protein, nitrite, bilirubin, urobilinogen negative; 0.2 mg/dl urobilinogen; epithelial cells 21780/ml; leukocytes less than 300/ml; red blood cells below 300 ¿g/ml; rare bacteria; positive mucus filament +; presence of negative amorphous phosphate, negative amorphous urate precipitates [white blood cell count ( 4000- 11000 /mcl)] on (B)(6) 2021: 6430 /mcl. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: the follow information were include lawyer's repórter, physician's repórter, consumer's reporter updated, phisician's reporter, patient's details, lab data, medical history, start date, batch number, other treatment producs, previous event adverse event nos was upated to procedural pain, new events dhronic cervicitis, device dislocation, adenomyosis, hair loss, arthralgia multiple, uterine inflammation, uterine pain, tingling, swelling of legs, vaginal discharge, vaginal odour, depression, mood swings, coital bleeding, lack of libido, fatigue, lumbar pain, pain legs, myalgia, cephalgia, abdominal pain lower, dyspareunia , rolonged heavy periods, pelvic pain female, gastritis, urinary incontinence,acute upper respiratory tract infection, herpes simplex, uterine leiomyoma. Seriouness criteria was updated to serious-incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 25 year-old female patient who had essure inserted (lot no. 20224431). Additional non-serious events are detailed below. The patient had a medical history of menarche in 2002 and multigravida and multi gravida. Previously administered products included: noregyna for contraception. The patient had a family history of hypertension. As concurrent condition the report mentioned smoker (2 cigarettes a day) since 2005. The only concomitant product mentioned was noregyna (estradiol valerate;norethisterone enantate) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2017 she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced gastritis ("duodenum gastritis"). On (B)(6) -2019 she experienced headache ("cephalea") with eye pain and lip blister, myalgia ("myalgia") and arthralgia ("joint pain in elbow, wrists, knees"). On (B)(6) 2019 she experienced cervicitis ("chronic nonspecific cervicitis") and device dislocation ("essure poorly positioned on the left"). On (b)(6()2019 she experienced upper respiratory tract infection ("acute upper respiratory tract infection"). On (b)()6) 2020 she experienced herpes simplex (" herpes simplex") with eye pain and lip blister. On (B)(6) 2021 she experienced urinary incontinence ("urinary incontinence on medium exertion") and was found to have intramural leiomyoma of uterus ("intramural myoma"). Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding"), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), mood swings ("constant mood swings"), depression ("depression"), vaginal odour ("strong odor from vaginal fluid"), vaginal discharge ("vaginal dscharge"), peripheral swelling ("swelling in the legs"), paraesthesia ("tingling"), uterine pain ("feeling of perforation in the uterus / twinge"), uterine inflammation ("uterine inflammation"), alopecia ("hair loss") and adenomyosis ("suspected adenomyosis") and was found to have uterine leiomyoma (" leiomyoma of the uterine body"). The patient was treated with amoxicillina (amoxicillin trihydrate), hidroxido de aluminio (aluminium hydroxide), metronidazol [metronidazole], omeprazol [omeprazole], cloridrato de bupropiona (bupropion hydrochloride), ibuprofeno, loratadina (loratadine), aciclovir and dipirona [metamizole sodium] as well as surgery (essure removal via total histerctomy and bilateral salpingectomy on (B)(6) 2021. At the time of the report, the pelvic pain and vaginal odour had not resolved. The outcomes for procedural pain, heavy menstrual bleeding, dyspareunia, abdominal pain lower, headache, myalgia, pain in extremity, back pain, fatigue, loss of libido, coital bleeding, mood swings, depression, vaginal discharge, peripheral swelling, paraesthesia, uterine pain, uterine inflammation, arthralgia, alopecia, cervicitis, adenomyosis, device dislocation, intramural leiomyoma of uterus, urinary incontinence, gastritis, upper respiratory tract infection, herpes simplex and uterine leiomyoma were unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, coital bleeding, depression, device dislocation, dyspareunia, fatigue, gastritis, headache, heavy menstrual bleeding, herpes simplex, loss of libido, mood swings, myalgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, upper respiratory tract infection, urinary incontinence, uterine inflammation, intramural leiomyoma of uterus, uterine leiomyoma, uterine pain, vaginal discharge and vaginal odour to be related to essure administration. The reporter commented: essure placement without intercurrence, right and left ostium well visualized, device inserted in both ostium. (B)(6) 2021 was prescribed azitromicina 500 mg, 2 tablets, once, ciprofloxacino 500 mg, 1 tablete twice a day, during 10 days, fluoxetina 20 mg, 1 tablet on the morning, daily. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 /mcl)] on (B)(6) 2021: 19 /mcl. [Basophil percentage ( 0- 1 %)] on (B)(6) 2021: 0.3 %. [Colposcopy] on (B)(6) 2019: satisfactory vaginal colposcopy suggestive of low-grade lesion, unaltered vulva and vagina. [Culture stool] on (B)(6) 2021: negative. [Culture urine] on (B)(6) 2021: negative; on (B)(6) 2021: negative. [Electrocardiogram] on (B)(6) 2021: unremarkable. [Eosinophil count ( 0- 300 /mcl)] on (B)(6) 2021: 424 /mcl. [Haematocrit ( 33.3- 43.5 %)] on (B)(6) 2021: 38.8 %. [Haemoglobin ( 11.2- 14.4 g/dl)] on (B)(6) 2021: 13.3 g/dl. [Human chorionic gonadotropin] on (B)(6) 2013: negative; on (B)(6) 2021: negative; on (B)(6)2021: negative. [Lymphocyte count ( 1000- 3900 /mcl)] on (B)(6) 2021: 1460 /mcl. [Lymphocyte percentage ( 25- 35 %)] on (B)(6) 2021: 22.7 %. [Mean cell haemoglobin ( 26- 32 pg)] on (B)(6) 2021: 32.7 pg. [Mean cell haemoglobin concentration ( 31- 36 g/dl)] on (B)(6) 2021: 34.2 g/dl. [Mean cell volume ( 80- 100 fl)] on (B)(6) 2021: 95.7 fl. [Mean platelet volume ( 7.5- 9.0 fl)] on (B)(6) 2021: 10.3 fl. [Monocyte count ( 100- 1300 /mcl)] on (B)(6) 2021: 418 /mcl. [Monocyte percentage ( 3- 12 %)] on (B)(6) 2021: 6.5 %. [Neutrophil count ( 1600- 7700 /mcl)] on (B)(6) 2021: 4109 /mcl. [Neutrophil percentage ( 40- 70 %)] on (B)(6) 2021: 63.9 %. [Pathology test] on (B)(6) 2019: macroscopy: white and elastic fragment, measuring 0.3x0.1 cm. Microscopy: uterine cervix showing ectocervix constituted by stratified squamous epithelium with adequate cellular disposition and maturation. There is also a lymphoplasmacytic infiltrate with intermingled polymorphonuclear cells that sometimes penetrate the overlying epithelium. Conclusion: chronic nonspecific cervicitis; on (B)(6) 2021: material: uterus and tubes; macroscope: uterus previously opened and distorted by fixation, weighing 110g, measuring 7.0x6.0x4.0 cm, lined with thickened and congested serosa. Internally, there is an endometrium measuring 0.4cm, brown in color and a virtual cavity, the myometrium is 2.0 cm thick, shows reddish trabecular areas and an intramural nodule measuring 0.6x0.5 cm. The uterine cervix measures 4.0x3.0x3.0 cm with a smooth ectovervice and an external orifice in a longetinudinal cleft. Tuterine necks are observed bilaterally coated by thickened serosa, measuring 2.5x06 and 1.0x0.5 cm, in the lumen of the tube unidentified metallic thread. Diagnosis: total hysterectomy with bilateral salpingrectomy presenting leiomyoma of the uterine body, myometrium with a focus of adenomyosis, proliferative pattern endometrium, disordered without atypia, nonspecific chronic cervicitis, fallopian tubes with edema and vasocongestion; (date unknown): ) shows that, in fact, the inflammatory process triggered by the essure device in her body was chronic, getting worse over time and giving rise to different immunological responses. [Platelet count ( 140000- 450000 /mcl)] on (B)(6) 2021: 320000 /mcl. [Plateletcrit ( 0.160- 0.290 %)] on (B)(6) 2021: 0.33 %. [Red blood cell count ( 3.95- 5.05 10 thousand per microlitre)] on (B)(6) 2021: 4.05 10 thousand per microlitre. [Red cell distribution width ( 11.5- 14.5 %)] on (B)(6) 2021: 122 % [ultrasound scan vagina] on (B)(6) 2021: ultrasound scan vagina due to pelvic pain - cervix with usual morphology and endocervical canal without echographic changes. Uterine in ateversion, centered in the pelvis, with regular contours, symmetrical walls, regular endometriomyometrial junction, normal dimensions for parity and homogeneous myometrial texture. It is observed in both uterine horns, a strongly echogenic linear image (essure user), on the right topic and the left projecting to the bottom of the endometrial cavity. Uterus measuring 87mmx50mmx55mm, volume 126 cm3. Endometrium of secretory aspect, the endometrial thickness of 14.3 mm. Right ovary with parauterine location, with normal shape, dimensions, contours and echotexture measuring 35mmx17mmx19mm, volume 5.9 cm3. Left ovary in retrouterine location with normal shape, dimensions, contours and echotexture, measuring 35mmx19mmx20 mm, volume 6.9cm3. Absence of mass or adnexal collections. Free posterior cul-de-sac. Diagnostic impression: essure poorly positioned on the left; on (B)(6) 2021: anteversion uterus, centered, with regular contours and precise limits, measuring 8.80x5.20x6.60 cm, volume of 157.05 cm3 (reference 25 to 140 m3), myometrium of heterogeneous acoustic texture and symmetrical walls, regular junctional zone, normal mobility. Presents intramural myoma of 0.9cm in the upper third of the right anterolateral wall, presence of normal positioned essure. Endometrial echo present, well defined, regular, hyogeneous echogenic, endometrial echo thickness 11.0mm. Right-to-uterine ovary with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.40x1.60 cm, volume 3.26 cm3 (reference 3 to 12 cm3). Left ovary for uterine with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.50x1.70 cm, volume 3.71 cm3 (reference 3 to 12 cm3). Free posterior cul-de-sac. Hypothesis diagnoses: intramural myoma. [Urine analysis] on (B)(6) 2021: density 1.01; ph 6.0; glucose, ketone bodies, hemoglobin, protein, nitrite, bilirubin, urobilinogen negative; 0.2 mg/dl urobilinogen; epithelial cells 21780/ml; leukocytes less than 300/ml; red blood cells below 300 g/ml; rare bacteria; positive mucus filament +; presence of negative amorphous phosphate, negative amorphous urate precipitates. [White blood cell count ( 4000- 11000 /mcl)] on (B)(6) 2021: 6430 /mcl. Lot number: 20224431 manufacture date:2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-sep-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 25 year-old female patient who had essure inserted (lot no: 20224431). Additional non-serious events are detailed below. The patient had a medical history of menarche in 2002 and hypogastric pain, diuresis, overweight, multigravida and multi gravida. Denies underlying diseases denies chronic medication, denies chronic allergies, denies previous sexually transmitted diseases (stds). Previously administered products included: noregyna for contraception. The patient had a family history of hypertension. As concurrent condition the report mentioned smoker (2 cigarettes a day) since 2005. The only concomitant product mentioned was noregyna (estradiol valerate; norethisterone enantate) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2017, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018, she experienced gastritis ("duodenum gastritis"). On (B)(6) 2019, she experienced headache ("cephalea"), myalgia ("myalgia") and arthralgia ("joint pain in elbow, wrists, knees"). On (B)(6) 2019, she experienced cervicitis ("chronic nonspecific cervicitis") and device dislocation ("essure poorly positioned on the left"). On (B)(6) 2019, she experienced upper respiratory tract infection ("acute upper respiratory tract infection"). On (B)(6) 2020, she experienced herpes simplex (" herpes simplex"). On (B)(6) 2021, she experienced urinary incontinence ("urinary incontinence on medium exertion") and was found to have intramural leiomyoma of uterus ("intramural myoma"). Essure was removed on (B)(6) 2021. An unknown time later she experienced heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding"), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), mood swings ("constant mood swings"), depression ("depression"), vaginal odour ("strong odor from vaginal fluid"), vaginal discharge ("vaginal discharge"), peripheral swelling ("swelling in the legs"), a first episode of paraesthesia ("tingling"), uterine pain ("feeling of perforation in the uterus / twinge"), uterine inflammation ("uterine inflammation"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), eye pain ("retro-orbital pain"), lip blister ("lip blister"), cervix inflammation ("cervix inflammation"), a second episode of paraesthesia ("tingling"), tremor ("tremors"), abdominal pain ("plaintiff began to suffer severe and chronic pain in the belly region,"), vaginal haemorrhage ("vaginal bleeding"), uterine perforation ("sensation of perforation in the uterus") and vulvovaginal burning sensation ("vaginal burning") and was found to have uterine leiomyoma (" leiomyoma of the uterine body"). The patient was treated with amoxicillin (amoxicillin trihydrate), hidroxido de alumino (aluminium hydroxide), metronidazole [metronidazole], omeprazole [omeprazole], cloridrato de bupropiona (bupropion hydrochloride), ibuprofeno, loratadina (loratadine), aciclovir and dipirona [metamizole sodium] as well as surgery (essure removal via total hysterectomy and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the pelvic pain, abdominal pain lower and vaginal odour had not resolved. The outcomes for procedural pain, heavy menstrual bleeding, dyspareunia, headache, myalgia, pain in extremity, back pain, fatigue, loss of libido, coital bleeding, mood swings, depression, vaginal discharge, peripheral swelling, uterine pain, uterine inflammation, arthralgia, alopecia, cervicitis, adenomyosis, device dislocation, intramural leiomyoma of uterus, urinary incontinence, gastritis, upper respiratory tract infection, herpes simplex, uterine leiomyoma, cervix inflammation, tremor, abdominal pain, vaginal haemorrhage, uterine perforation and the last episode of paraesthesia were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, cervix inflammation, coital bleeding, depression, device dislocation, dyspareunia, eye pain, fatigue, gastritis, headache, heavy menstrual bleeding, herpes simplex, lip blister, loss of libido, mood swings, myalgia, pain in extremity, the first episode of paraesthesia, the second episode of paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, upper respiratory tract infection, urinary incontinence, uterine inflammation, intramural leiomyoma of uterus, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal burning sensation to be related to essure administration. The reporter commented: essure placement without intercurrence, right and left ostium well visualized, device inserted in both ostium. On (B)(6) 2021 was prescribed azitromicina 500 mg, 2 tablets, once, ciprofloxacino 500 mg, 1 tablet twice a day, during 10 days, fluoxetin 20 mg, 1 tablet on the morning, daily. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 /mcl)] on (B)(6) 2021: 19 /mcl. [Basophil percentage ( 0- 1 %)] on (B)(6) 2021: 0.3 %. [Colposcopy] on (B)(6) 2019: satisfactory vaginal colposcopy suggestive of low-grade lesion, unaltered vulva and vagina. [Culture stool] on (B)(6) 2021: negative. [Culture urine] on (B)(6) 2021: negative; on (B)(6) 2021: negative. [Electrocardiogram] on (B)(6) 2021: unremarkable. [Eosinophil count ( 0- 300 /mcl)] on (B)(6) 2021: 424 /mcl. [Haematocrit ( 33.3- 43.5 %)] on (B)(6) 2021: 38.8 %. [Haemoglobin ( 11.2- 14.4 g/dl)] on (B)(6) 2021: 13.3 g/dl. [Human chorionic gonadotropin] on (B)(6) 2013: negative; on (B)(6) 2021: negative; on (B)(6)2021: negative. [Lymphocyte count ( 1000- 3900 /mcl)] on (B)(6) 2021: 1460 /mcl. [Lymphocyte percentage ( 25- 35 %)] on (B)(6) 2021: 22.7 %. [Mean cell haemoglobin ( 26- 32 pg)] on (B)(6) 2021: 32.7 pg. [Mean cell haemoglobin concentration ( 31- 36 g/dl)] on (B)(6) 2021: 34.2 g/dl. [Mean cell volume ( 80- 100 fl)] on (B)(6) 2021: 95.7 fl. [Mean platelet volume ( 7.5- 9.0 fl)] on (B)(6) 2021: 10.3 fl. [Monocyte count ( 100- 1300 /mcl)] on (B)(6) 2021: 418 /mcl. [Monocyte percentage ( 3- 12 %)] on (B)(6) 2021: 6.5 %. [Neutrophil count ( 1600- 7700 /mcl)] on (B)(6) 2021: 4109 /mcl. [Neutrophil percentage ( 40- 70 %)] on (B)(6) 2021: 63.9 %. [Pathology test] on (B)(6) 2019: macroscopy: white and elastic fragment, measuring 0.3x0.1 cm. Microscopy: uterine cervix showing ectocervix constituted by stratified squamous epithelium with adequate cellular disposition and maturation. There is also a lymphoplasmacytic infiltrate with intermingled polymorphonuclear cells that sometimes penetrate the overlying epithelium. Conclusion: chronic nonspecific cervicitis; on (B)(6) 2021: material: uterus and tubes; microscope: uterus previously opened and distorted by fixation, weighing 110g, measuring 7.0x6.0x4.0 cm, lined with thickened and congested serosa. Internally, there is an endometrium measuring 0.4cm, brown in color and a virtual cavity, the myometrium is 2.0 cm thick, shows reddish trabecular areas and an intramural nodule measuring 0.6x0.5 cm. The uterine cervix measures 4.0x3.0x3.0 cm with a smooth ectovervice and an external orifice in a longetinudinal cleft. Tuterine necks are observed bilaterally coated by thickened serosa, measuring 2.5x06 and 1.0x0.5 cm, in the lumen of the tube unidentified metallic thread. Diagnosis: total hysterectomy with bilateral salpingectomy presenting leiomyoma of the uterine body, myometrium with a focus of adenomyosis, proliferative pattern endometrium, disordered without atypia, nonspecific chronic cervicitis, fallopian tubes with edema and vasocongestion; (date unknown): ) shows that, in fact, the inflammatory process triggered by the essure device in her body was chronic, getting worse over time and giving rise to different immunological responses. [Platelet count ( 140000- 450000 /mcl)] on 15-jan-2021: 320000 /mcl. [Plateletcrit ( 0.160- 0.290 %)] on (B)(6) 2021: 0.33 %. [Red blood cell count ( 3.95- 5.05 10 thousand per microlitre)] on (B)(6) 2021: 4.05 10 thousand per microlitre. [Red cell distribution width ( 11.5- 14.5 %)] on (B)(6) 2021: 122 %. [Ultrasound scan vagina] on (B)(6) 2021: ultrasound scan vagina due to pelvic pain - cervix with usual morphology and endocervical canal without echographic changes. Uterine in anteversion, centered in the pelvis, with regular contours, symmetrical walls, regular endometriomyometrial junction, normal dimensions for parity and homogeneous myometrial texture. It is observed in both uterine horns, a strongly echogenic linear image (essure user), on the right topic and the left projecting to the bottom of the endometrial cavity. Uterus measuring 87mmx50mmx55mm, volume 126 cm3. Endometrium of secretory aspect, the endometrial thickness of 14.3 mm. Right ovary with parauterine location, with normal shape, dimensions, contours and echotexture measuring 35mmx17mmx19mm, volume 5.9 cm3. Left ovary in retrouterine location with normal shape, dimensions, contours and echotexture, measuring 35mmx19mmx20 mm, volume 6.9cm3. Absence of mass or adnexal collections. Free posterior cul-de-sac. Diagnostic impression: essure poorly positioned on the left and regular contours, homogeneous myometrial texture. A strongly echogenic linear image is observed in both uterine horns (essure user), topical on the right and projecting towards the bottom of the endometrial cavity on the left. Uterus with a volume of 126 cm. Endometrium with a thickness of 14.3 mm. Right ovary (ro): 5.9 cm left ovaries (lo): 6.9 cm. Free posterior cul-de-sac. . Diagnostic hypothesis (hd): essure mispositioned on the left; on (B)(6) 2021: anteversion uterus, centered, with regular contours and precise limits, measuring 8.80x5.20x6.60 cm, volume of 157.05 cm3 (reference 25 to 140 m3), myometrium of heterogeneous acoustic texture and symmetrical walls, regular junctional zone, normal mobility. Presents intramural myoma of 0.9cm in the upper third of the right anterolateral wall, presence of normal positioned essure. Endometrial echo present, well defined, regular, hyogeneous echogenic, endometrial echo thickness 11.0mm. Right-to-uterine ovary with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.40x1.60 cm, volume 3.26 cm3 (reference 3 to 12 cm3). Left ovary for uterine with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.50x1.70 cm, volume 3.71 cm3 (reference 3 to 12 cm3). Free posterior cul-de-sac. Hypothesis diagnoses: intramural myoma [urine analysis] on (B)(6) 2021: density 1.01; ph 6.0; glucose, ketone bodies, hemoglobin, protein, nitrite, bilirubin, urobilinogen negative; 0.2 mg/dl urobilinogen; epithelial cells 21780/ml; leukocytes less than 300/ml; red blood cells below 300 g/ml; rare bacteria; positive mucus filament +; presence of negative amorphous phosphate, negative amorphous urate precipitates [white blood cell count ( 4000- 11000 /mcl)] on (B)(6) 2021: 6430 /mcl. Lot number: 20224431, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: new events cervix inflammation, tremors, tingling, vaginal bleeding, vaginal burning, abdominal pain & uterine perforation added. Lab data & medical history added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("intense and chronic pelvic pain") in a 25 year-old female patient who had essure inserted (lot no. 20224431). Additional non-serious events are detailed below. The patient had a medical history of menarche in 2002 and hypogastric pain, diuresis, overweight, multigravida and multi gravida. Denies underlying diseases denies chronic medication denies chronic allergies denies previous sexually transmitted diseases (stds). Previously administered products included: noregyna for contraception. The patient had a family history of hypertension. As concurrent condition the report mentioned smoker (2 cigarettes a day) since 2005. The only concomitant product mentioned was noregyna (estradiol valerate;norethisterone enantate) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced procedural pain ("acute pain and intense during essure placement"). In 2017 she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced gastritis ("duodenum gastritis"). On (B)(6) 2019 she experienced headache ("cephalea"), myalgia ("myalgia") and arthralgia ("joint pain in elbow, wrists, knees"). On (B)(6) 2019 she experienced cervicitis ("chronic nonspecific cervicitis") and device dislocation ("essure poorly positioned on the left"). On (B)(6) 2019 she experienced upper respiratory tract infection ("acute upper respiratory tract infection"). On (B)(6) 2020 she experienced herpes simplex (" herpes simplex"). On (B)(6) 2021 she experienced urinary incontinence ("urinary incontinence on medium exertion") and was found to have intramural leiomyoma of uterus ("intramural myoma"). Essure was removed on (B)(6) 2021. On unknown date she experienced heavy menstrual bleeding ("menstrual period became more than 20 days of heavy bleeding"), dyspareunia ("dyspareunia"), abdominal pain lower ("intense colic"), pain in extremity ("pain in the legs"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sex"), mood swings ("constant mood swings"), depression ("depression"), vaginal odour ("strong odor from vaginal fluid"), vaginal discharge ("vaginal dscharge"), peripheral swelling ("swelling in the legs"), a first episode of paraesthesia ("tingling"), uterine pain ("feeling of perforation in the uterus / twinge"), uterine inflammation ("uterine inflammation"), alopecia ("hair loss"), adenomyosis ("suspected adenomyosis"), eye pain ("retro-orbital pain"), lip blister ("lip blister"), cervix inflammation ("cervix inflammation"), a second episode of paraesthesia ("tingling"), tremor ("tremors"), abdominal pain ("plaintiff began to suffer severe and chronic pain in the belly region,"), vaginal haemorrhage ("vaginal bleeding"), uterine perforation ("sensation of perforation in the uterus") and vulvovaginal burning sensation ("vaginal burning") and was found to have uterine leiomyoma (" leiomyoma of the uterine body"). The patient was treated with amoxicillina (amoxicillin trihydrate), hidroxido de aluminio (aluminium hydroxide), metronidazol [metronidazole], omeprazol [omeprazole], cloridrato de bupropiona (bupropion hydrochloride), ibuprofeno, loratadina (loratadine), aciclovir and dipirona [metamizole sodium] as well as surgery (essure removal via total histerctomy and bilateral salpingectomy on (B)(6) 2021). At the time of the report, the pelvic pain, abdominal pain lower and vaginal odour had not resolved. The outcomes for procedural pain, heavy menstrual bleeding, dyspareunia, headache, myalgia, pain in extremity, back pain, fatigue, loss of libido, coital bleeding, mood swings, depression, vaginal discharge, peripheral swelling, uterine pain, uterine inflammation, arthralgia, alopecia, cervicitis, adenomyosis, device dislocation, intramural leiomyoma of uterus, urinary incontinence, gastritis, upper respiratory tract infection, herpes simplex, uterine leiomyoma, cervix inflammation, tremor, abdominal pain, vaginal haemorrhage, uterine perforation and the last episode of paraesthesia were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, arthralgia, back pain, cervicitis, cervix inflammation, coital bleeding, depression, device dislocation, dyspareunia, eye pain, fatigue, gastritis, headache, heavy menstrual bleeding, herpes simplex, lip blister, loss of libido, mood swings, myalgia, pain in extremity, the first episode of paraesthesia, the second episode of paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, upper respiratory tract infection, urinary incontinence, uterine inflammation, intramural leiomyoma of uterus, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal burning sensation to be related to essure administration. The reporter commented: essure placement without intercurrence, right and left ostium well visualized, device inserted in both ostium. On (B)(6) 2021 was prescribed azitromicina 500 mg, 2 tablets, once, ciprofloxacino 500 mg, 1 tablete twice a day, during 10 days, fluoxetina 20 mg, 1 tablet on the morning, daily. Diagnostic results (normal ranges are provided in parenthesis if available): [basophil count ( 0- 100 /mcl)] on (B)(6) 2021: 19 /mcl [basophil percentage ( 0- 1 %)] on (B)(6) 2021: 0.3 % [colposcopy] on (B)(6)2019: satisfactory vaginal colposcopy suggestive of low-grade lesion, unaltered vulva and vagina [culture stool] on (B)(6) 2021: negative [culture urine] on (B)(6) 2021: negative; on (B)(6) 2021: negative [electrocardiogram] on (B)(6)2021: unremarkable [eosinophil count ( 0- 300 /mcl)] on (B)(6) 2021: 424 /mcl [haematocrit ( 33.3- 43.5 %)] on (B)(6) 2021: 38.8 % [haemoglobin ( 11.2- 14.4 g/dl)] on (B)(6) 2021: 13.3 g/dl [human chorionic gonadotropin] on (B)(6) 2013: negative; on (B)(6) 2021: negative; on (B)(6) 2021: negative [lymphocyte count ( 1000- 3900 /mcl)] on (B)(6) 2021: 1460 /mcl [lymphocyte percentage ( 25- 35 %)] on (B)(6) 2021: 22.7 % [mean cell haemoglobin ( 26- 32 pg)] on (B)(6) 2021: 32.7 pg [mean cell haemoglobin concentration ( 31- 36 g/dl)] on (B)(6) 2021: 34.2 g/dl [mean cell volume ( 80- 100 fl)] on (B)(6) 2021: 95.7 fl [mean platelet volume ( 7.5- 9.0 fl)] on (B)(6) 2021: 10.3 fl [monocyte count ( 100- 1300 /mcl)] on (B)(6) 2021: 418 /mcl [monocyte percentage ( 3- 12 %)] on (B)(6) 2021: 6.5 % [neutrophil count ( 1600- 7700 /mcl)] on (B)(6) 2021: 4109 /mcl [neutrophil percentage ( 40- 70 %)] on (B)(6) 2021: 63.9 % [pathology test] on (B)(6) 2019: macroscopy: white and elastic fragment, measuring 0.3x0.1 cm. Microscopy: uterine cervix showing ectocervix constituted by stratified squamous epithelium with adequate cellular disposition and maturation. There is also a lymphoplasmacytic infiltrate with intermingled polymorphonuclear cells that sometimes penetrate the overlying epithelium. Conclusion: chronic nonspecific cervicitis; on (B)(6) 2021: material: uterus and tubes; macroscope: uterus previously opened and distorted by fixation, weighing 110g, measuring 7.0x6.0x4.0 cm, lined with thickened and congested serosa. Internally, there is an endometrium measuring 0.4cm, brown in color and a virtual cavity, the myometrium is 2.0 cm thick, shows reddish trabecular areas and an intramural nodule measuring 0.6x0.5 cm. The uterine cervix measures 4.0x3.0x3.0 cm with a smooth ectovervice and an external orifice in a longetinudinal cleft. Tuterine necks are observed bilaterally coated by thickened serosa, measuring 2.5x06 and 1.0x0.5 cm, in the lumen of the tube unidentified metallic thread. Diagnosis: total hysterectomy with bilateral salpingrectomy presenting leiomyoma of the uterine body, myometrium with a focus of adenomyosis, proliferative pattern endometrium, disordered without atypia, nonspecific chronic cervicitis, fallopian tubes with edema and vasocongestion; (date unknown): ) shows that, in fact, the inflammatory process triggered by the essure device in her body was chronic, getting worse over time and giving rise to different immunological responses. [Platelet count ( 140000- 450000 /mcl)] on (B)(6) 2021: 320000 /mcl [plateletcrit ( 0.160- 0.290 %)] on (B)(6) 2021: 0.33 % [red blood cell count ( 3.95- 5.05 10 thousand per microlitre)] on (B)(6) 2021: 4.05 10 thousand per microlitre [red cell distribution width ( 11.5- 14.5 %)] on (B)(6) 2021: 122 % [ultrasound scan vagina] on (B)(6) 2021: ultrasound scan vagina due to pelvic pain - cervix with usual morphology and endocervical canal without echographic changes. Uterine in ateversion, centered in the pelvis, with regular contours, symmetrical walls, regular endometriomyometrial junction, normal dimensions for parity and homogeneous myometrial texture. It is observed in both uterine horns, a strongly echogenic linear image (essure user), on the right topic and the left projecting to the bottom of the endometrial cavity. Uterus measuring 87mmx50mmx55mm, volume 126 cm3. Endometrium of secretory aspect, the endometrial thickness of 14.3 mm. Right ovary with parauterine location, with normal shape, dimensions, contours and echotexture measuring 35mmx17mmx19mm, volume 5.9 cm3. Left ovary in retrouterine location with normal shape, dimensions, contours and echotexture, measuring 35mmx19mmx20 mm, volume 6.9cm3. Absence of mass or adnexal collections. Free posterior cul-de-sac. Diagnostic impression: essure poorly positioned on the left and regular contours, homogeneous myometrial texture. A strongly echogenic linear image is observed in both uterine horns (essure user), topical on the right and projecting towards the bottom of the endometrial cavity on the left. Uterus with a volume of 126 cm. Endometrium with a thickness of 14.3 mm. Right ovary (ro): 5.9 cm left ovaries (lo): 6.9 cm free posterior cul-de-sac . Diagnostic hypothesis (hd): essure mispositioned on the left; on (B)(6) 2021: anteversion uterus, centered, with regular contours and precise limits, measuring 8.80x5.20x6.60 cm, volume of 157.05 cm3 (reference 25 to 140 m3), myometrium of heterogeneous acoustic texture and symmetrical walls, regular junctional zone, normal mobility. Presents intramural myoma of 0.9cm in the upper third of the right anterolateral wall, presence of normal positioned essure. Endometrial echo present, well defined, regular, hyogeneous echogenic, endometrial echo thickness 11.0mm. Right-to-uterine ovary with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.40x1.60 cm, volume 3.26 cm3 (reference 3 to 12 cm3). Left ovary for uterine with regular contours and precise limits, showing mixed textured parenchyma and normal echogenicity, normal mobility, measures 2.80x1.50x1.70 cm, volume 3.71 cm3 (reference 3 to 12 cm3). Free posterior cul-de-sac. Hypothesis diagnoses: intramural myoma [urine analysis] on (B)(6) 2021: density 1.01; ph 6.0; glucose, ketone bodies, hemoglobin, protein, nitrite, bilirubin, urobilinogen negative; 0.2 mg/dl urobilinogen; epithelial cells 21780/ml; leukocytes less than 300/ml; red blood cells below 300 g/ml; rare bacteria; positive mucus filament +; presence of negative amorphous phosphate, negative amorphous urate precipitates [white blood cell count ( 4000- 11000 /mcl)] on (B)(6) 2021: 6430 /mcl lot number20224431manufacture date2009-06expiration date2012-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.